Manufacturer narrative:
According to the available information the titan device was removed/replaced on (B)(6) 2021 due to the skin opened up and an infection was noted. The explanted prosthesis was not returned for evaluation. However, because examination may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations of such as the reason for surgical intervention. As the lot number was not provided quality was unable to trace device lot history of the device. However, all devices must pass manufacturing, quality, and sterility procedures prior to release. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
According to available information, skin opened. Infection reported. Device was removed/replaced. No other adverse patient effects were reported.